Manufacturer narrative:
A ge service representative performed an onsite investigation. Both system monitors were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the loss of a diagnostic live image requiring a system reboot to recover. No patient or user facility was reported.